Manufacturer narrative:
Corrected information: it was reported that this device is not malfunction reportable. The product involved in this complaint is not an ethicon-manufactured product. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). It was reported that one week following the procedure, on (B)(6) 2015, the patient presented with infection from the surgical procedure. No culture of the infection was performed. The patient¿s current status is healthy.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2015 and an absorbable hemostat was used. During use the product became unintegrated and did not perform as expected. An infection was observed. The surgeon opines that the absorbable hemostat caused the infection. Additional information was requested.